Event description:
Olympus (omsi) regional repair center was informed that at the time of using the visera elite ii video system center, the customer found there is a color issue with image; main monitor not working properly. The equipment was returned; upon inspecting and testing, the service engineer found error e107 is displaying on the screen due to a defective (led) light emitting diode unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to olympus for a technical evaluation. Upon inspecting and testing, the customer¿s reported issue was confirmed as the color of the image is purple and pink in color which was found due to a defective led unit. Also, the error e107 is displaying on the screen due to a defective (led). Additionally, error e216 is coming on the screen due to dust inside the video connector (after cleaning, the error disappears). The (ffc) cable, (usb) universal serial bus connector, rear panel and foot switch terminal are rusty. The rear panel has an indentation and wear/scratches to the top cover and front panel. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective ldc (light emitting diode) unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿10.2 troubleshooting guide: error messages:·code:e107 ·error message: lamp intensity error ·possible cause:the lamp of the video system center malfunctions.·solution:immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus.¿ olympus will continue to monitor field performance for this device.